Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the right superficial femoral artery just distal to the bifurcation and below the femoral head (low stick) via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5mm. Following the procedure, the physician selected the mynxgrip vascular closure device 5f to close the access site. It was reported that following the deployment of the device, a 10cm hematoma was noted approximately 5cm to 6cm from the access site (distally and laterally on the thigh) while 5cm around the access site remained dry and soft. It was determined that the physician had punctured the artery twice and it appeared that the first puncture was bleeding. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. During this time the mynx access site continued to remain dry and soft. There was a considerable amount of ecchymosis around the first puncture site due to the 20 minutes of manual compression. An ultrasound was performed and eliminated the possibility of a pseudoaneurysm. The patient's discharge date is unknown.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1317108) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the physician had punctured the artery twice and it appeared that the first puncture was bleeding. It should be noted that the mynxgrip instructions for use (IFU) states "do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed."